Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer. Event problem and evaluation: on 1-nov-2016, a medtronic representative went to the site to test the equipment. The reported cover door damage was confirmed. Replacement parts were ordered. On 7-nov-2016, a medtronic representative went back to the site and replaced the damaged parts. The imaging system then passed mechanical tests, imaging tests, and safety inspection upon completion of the system check-out.

Event description:
A site representative reported that while moving the imaging system, it hit the wall. The covers were broken and the gantry displayed the message, ¿door open.¿ no patient was involved when this event occurred.